Manufacturer narrative:
The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter passed testing, result met specification, no faults were found, and the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. The patient manages his diabetes with unspecified types/dosage of oral medication and insulin; however, the patient denied taking any action in response to the alleged meter issue. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of sweating 30 minutes to an hour later. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr noted the alleged error 2 message appeared when the subject meter is turned on with the power button. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.